Manufacturer narrative:
The mentioned article xd 2040 is not sold in the USA. However, xd 2042 is functionally identical and is sold in the USA. Based on the information available, the device can be excluded as a source of error. It is approved by the authorities for use with the said contrast medium. All devices on site have successfully passed a technical safety test, there is no indication of a endogenous cause of the injection system.

Event description:
According to reporting person: "we have been informed today of serious allergic incident resulting in the death of 1 patient at the (B)(6) hospital. This incident has occurred in february, a patient was injected with iomeron using the ulrich injector. The patient tubing xd 2040 announced to be involved comes from batch e000095."